Event description:
It was reported that the pt expired. The pt had a terminal illness; the cause of death is unk. Per the reporter, the death was unrelated to the implanted device. The pump contained hydromorphone 10.0 mg/ml; bupivicaine 40 mg/ml; compounded baclofen 150 mcg/ml; droperidol 200 mcg/ml and clonidine 200 mcg/ml and was programmed to deliver 0.66 ml/day.